Event description:
It was reported that the fiber only fired forward. No information was provided on how the procedure was completed. It was reported that there was no clinical consequence to the patient.

Manufacturer narrative:
Event description: updated . Manufacturer name: corrected. Product information: added. Initial reporter address: corrected. Report source: corrected. Premarket / 510(k): added. This report is for the same event as manufacturer report: 2937094-2018-60266.

Event description:
It was reported the working beam of two fibers were firing forward from the beginning of the procedure. The procedure was completed using a third fiber. There was no harm to the patient. This report is for the first fiber.